Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Reported as issue could not cleared by operator. Due to its age, (B)(6) years, the device will not be replaced. Customer advised to remove from service.